Event description:
It was reported that bd insyte autog bc wing leaked past the blood control. The following information was provided by the initial reporter: blood control value of the IV didnt work upon insertion 13 mar 2024 customer response: the multiple events occurred on different days. Yes, hcp unexpectantly had exposure to blood. Yes, on all occasions, hcp were wearing ppe. When the needle retracted, the IV started dripping blood down the patients arms and onto the gloved hands of the hcp. The exposure did require medical intervention by hcp to stop the flow of the blood from the patient and in some cases, the IV needed to be restarted. Hcp did not require medical intervention.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. This MDR was created due to a second lot number provided by the customer.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
Please provide lot number. Two events occurred same date? It is stated "hcp was exposed to blood unexpectedly" was the hcp wearing ppe? Please describe the exposure referenced. Did this exposure require medical intervention? If yes, describe. #1. There are 3 lot#'s in question: 3055272, 3278270, 3153587. There are 2 different product#'s in question: 382512, 382612. #2. The multiple events occurred on different days. (I have included the wrappers for each.) All product were supposed to have "bc" technology.) #3. Yes, hcp unexpectedly had exposure to blood. #4. Yes, on all occasions, hcp were wearing ppe. #5. When the needle retracted, the IV started dripping blood down the patient's arms and onto the gloved hands of the hcp. #6. The exposure did require medical intervention by hcp to stop the flow of the blood from the patient and in some cases, the IV needed to be restarted. Hcp did not require medical intervention.